Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00816. The pt received his scs system consisting of a paddle lead and an ipg on (B)(6) 2008. It was reported that both terminal ends of the pt's lead had pulled out of the ipg header. They were reconnected but pulled out again. Extensions were added and the ipg was replaced on (B)(6) 2008. The explanted ipg and extensions were returned to ans for evaluation. No further info is available.

Manufacturer narrative:
Device 1 of 2. Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg has terminal end electrodes broken off in the inside of both header ports. These were removed for testing. Ipg failed autotesting. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.